Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred with multiple cartridges during the load process. Reportedly, the clear shuttle on the cartridge underneath the shroud was bent. Blood glucose was 160 mg/dl. Reportedly, the customer was able to load a new cartridge successfully, and continued to use the pump for insulin therapy.